Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states all the lights turned on the joystick and wouldn't turn off.